Event description:
The facility reported a colleague infusion pump with failure code 550:320:654:0000. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed during product evaluation. The root cause of this condition was assigned to a pinched speaker wire. It was determined that the product needed a new rear housing. In order to correct this condition, the rear housing was replaced. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.